Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported there was an unevenness of the probe as it would get caught when inserting and removing from the trocar and ended up pulling the trocar out from the eye during procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
One opened probe was received with a tip protector in a tray for the report unevenness of probe and pulled out trocar. The sample was visually inspected and was found non-conforming with foreign matter on the probe needle. The sample was then fit tested for function through a ring gauge and was found non-conforming. The probe did not travel in and out of the ring gauge under its own weight. The foreign material was wiped off and then the probe needle was fit tested again with the ring gauge and was able to travel in and out of the ring gauge under its own weight. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The complaint evaluation does confirm the probe had a product fit issue. The fit issue was due to the foreign material on the needle, which is possibly surgical residue. The exact source of the foreign material cannot be determined from this evaluation, however it does not point to a manufacturing issue due to the foreign material easily wiping off with alcohol. No specific action with regard to this complaint could be taken because the product met specification once the foreign material was removed. All probes are 100% visually inspected during the manufacturing process for excessive manufacturing materials on the needle. All assembled probe needle diameters are also 100% tested for fit into a ring gauge to insure the probe needle does not exceed a trocar opening. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).